Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient complained the scs ipg was not holding a charge. Reportedly, the patient was having to charge his system daily and experienced a decrease in efficacy due to the recharge burden. Consequently, the patient's scs ipg was replaced with new one. The procedure was reportedly completed without any complications and therapy was restored postoperatively.